Event description:
Customer stated the paramedics were called because of the range on the sensor. The insulin pump will alarm lost sensor and weak signal. Customer stated after an hour of checking blood glucose the device would work again. Customer stated the device would alarm in the middle of the night because of false readings. Customer has been having issues since he started using sensor, per order history (B)(6) 2014. Customer stated paramedics were called on (B)(6) 2014 for low blood glucose of 47 mg/dl and again on (B)(6) 2014 for low blood glucose of 39 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the minilink transmitter showed that it was functioning properly and passed all functional testing. However, the minilink transmitter was received with damaged connector corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. 1 of 3 manufacture report number, see MDR 2032227-2015-07989 and MDR 3004209178-2015-97182.